Manufacturer narrative:
Product evaluation: 1 opened sample, part number (B)(4) from lot number [no information], was received for analysis. There was a residue consistent with biological contaminants on the device. The electrode wires were cut off in an ¿as received condition¿ which is typical for handling purposes and is not related to the complaint. There was a residue consistent with tape adhesive at the 22cm mark which is typical of a tube that has been intubated and secured. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The cuff was inflated and deflated 5 times with no issues. The 7mm tube measures 7mm on the inside diameter. There were no visible signs of contaminants except for the securing tape residue and biological residues. The information most likely indicates a patient related circumstance/reaction due to anatomical, operational factors, or patient pre-existing conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device not cleared in u.s, but similar device is available. Product evaluation: analysis results are not available; the emg tube has been received, but evaluation has not yet begun.

Event description:
On (B)(6) 2017, the patient was intubated with a nim emg tube for a parathyroidectomy. The procedure took approximately 3 hours, after which the surgeon attempted to extubate the patient. ¿the tube would smoothly slide, however the tube did not pass thorough vocal chink at the portion extubate the cuff, the surgeon once removed back the throat tube to the original position.¿ the emg tube was left in place due to edema. On (B)(6) 2017, 5 days post-op, ¿the surgeon re-opened part of parathyroidectomy under a local anesthesia, exposed the throat under the thyroid. In the operative field, while looking at the trachea directly, while trying to extubate the nim tracheal tube with the tube exchanger guide placed in the tube lumen again in the anesthesiology department, it was possible to extubate at this time, so the surgeon continued to insert the 6.5 mm trachea tube. Around the laryngeal was observed with a trachea throat fiber [endoscope], but the vocal chink till could not be observed. Thus the surgeon determined that ¿edema was still highly remained and tracheotomy performed as a result.¿ for the tracheotomy, ¿an I-shaped incision was made in the trachea (third to fourth annular cartilage periphery), and a tracheostomy tube of 8 mm was inserted. Two sides of the skin were pulled and the injury part was closed by two suture with 3-0 silk thread. Again, around the laryngeal was observed with a trachea throat fiber [endoscope], although there were parts like white moss which seems to be the tube compression root everywhere, it was confirmed there were edema at the epiglottic vallecular/ arytenoid and piriform recess area. However, there was no edema on the airway mucosa of the vocal chink and the movement of the vocal chink was being in good condition.¿ the patient¿s hospital stay was extended 21 days due to the edema. At this time, the tracheotomy is still in use and the patient is recovering. Note: the surgeon confirmed that there was no malfunction of the nim emg tube. In a previous procedure with a different manufacturer¿s endotracheal tube, the patient experienced an anaphylactic reaction to the tube which resulted in edema. The surgeon suspects that the same occurred in this procedure.